Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a low out of range shock impedance measurement less than 20 ohms. Interrogation of the device revealed a shock into a shorted lead condition and limitied device functionality fault messages. It was reported that the device had delivered shock therapy and approximately three hours later, the patient fell down and sustained a head injury. The patient was unsure if they passed out or tripped. During the interrogation, the patient was in atrial fibrillation (af) with ventricular conduction at around 80 beats per minute (bpm). Boston scientific technical services (ts) discussed a suspected lead issue and that the device would not provide tachycardia therapy. Ts recommended device and lead replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the device was explanted and replaced with another manufacturer's device approximately one week later. The pace/sense portion of the implantable defibrillation lead was surgically abandoned and the high voltage portion remains in service. Another pace/sense lead was used. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.